Event description:
Headpin tip broke during pt fixation process. Pin tip came out of the shaft of the pin. Pins are used in conjunction with the brain retraction system. Pt had a gash as a result of this breakage.